Event description:
It was reported the autoclavable camera head had black dots. The issue occurred during preparation for an unknown procedure. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, a cut was found on the cable. The most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head had black dots. The issue occurred during preparation for an unknown procedure. There was no report of patient harm.